Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. The customer reloaded the cartridge onto the pump and an altitude alarm occurred. The customer reloaded the same cartridge once more and a minimum fill notification was received. Reportedly, the cartridge had been filled with more than 240 units of insulin earlier in the day. The customer added insulin into the cartridge and observed insulin leaking out of the bottom of the cartridge. A cartridge change was performed resolving the issue. Blood glucose level was 257 mg/dl.